Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) testing revealed no pacing output. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data indicated that the wire bond lifts occurred before explant. The device is part of the advisory for this model.

Event description:
It was reported the patient presented to the emergency department with bradycardia. A device check revealed the lead impedance to be greater than 9999 ohms. The device "was not functioning normally". The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) testing revealed no pacing output. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data indicated that the wire bond lifts occurred before explant. The device is part of the advisory for this model.